Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. The customer declined further assistance from tandem technical support regarding the issue.